Event description:
Pre cardiac valve surgery, pulse generator battery data was 2.61 v, 16 ua and 11.6 kohms with an estimated 3 months to elective replacement indicator (eri). Post-op the programmed mode was changed from doo to ddd with outputs at 5 v, after which a -data not read- message displayed. When programmed to vvi, data could be assessed at 2.61 v, 24 ua and 11.6 kohms with less than three months to eri. The device was explanted and replaced.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of measured data when the battery was at 2.25 v due to a defective integrated circuit.